Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to t wave oversensing. The physician requested early changeout to an ICD with more advanced discriminators (t-wave oversensing algorithm). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device code was corrected on this supplemental report based on analysis findings. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 383059 implantable pacing lead implanted 2009 (B)(6); 693558 implantable tachy lead implanted 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.